Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a pd patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g for one 6-hour exchange daily at home. The pd culture resulted positive for serratia marcescens. The white blood cell (wbc) count was 9.7 and the pd fluid wbc was 154. On (B)(6) 2022 the patient was admitted to the hospital and repeat cultures were obtained. These cultures resulted positive for candida tropicalis. The ceftazidime was discontinued. The patient was administered a one-time dose of ceftriaxone 2g intravenous push (ivp). On (B)(6) 2022 a culture of the patient¿s pd catheter tip was obtained. This was positive for enterococcus faecalis. The patient¿s pd catheter was pulled on the same date and the patient transitioned to hemodialysis (hd). The antibiotics were adjusted again, and the patient was prescribed ceftriaxone 1g ivp every m-w-f beginning (B)(6) 2022 and to continue in the clinic. This continued as IV with hd treatment three times a week for two weeks beginning on (B)(6) 2022. The patient was discharged on (B)(6) 2022 and began in-center hd on (B)(6) 2022. The patient continued in-center hd until (B)(6) 2022. The cause of the peritonitis event was a lack of aseptic technique by the patient.